Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly related to the event. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2014-08721 / 08722).

Event description:
It was reported that patient underwent a distal biceps procedure on (B)(6) 2014. During the procedure, two of the sutures were smaller in diameter than the others in the kit. A delay of 30 minutes or greater occurred during the procedure.